Event description:
It was reported that the ilet user initiated a fill tubing sequence while still connected via the infusion set and received an unintended 1.3 units of insulin before disconnecting. The user then exited the prompt and successfully announced a meal and planned to monitor blood glucose. No reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and successful troubleshooting and education. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed user operational error related to filling the tubing while connected, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.